Manufacturer narrative:
(B)(4). Device passed the rewind, basic occlusion, prime/compromised force sensor system and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose was 354 mg/dl at the time of incident. Customer was able to complete insulin pump rewind. Customer reports the drive support cap appears normal. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.